Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On march 29, 2024, senseonics was made aware of an incident where the patient complained of receiving a a false low glucose alert even through the measured blood glucose (bg) did not indicate any hypoglycemia event. The patient reported that on (B)(6)2024 at 09:01 am, the sensor glucose (sg) value was 56 mg/dl and bg value was 98 mg/dl. The patient received a low glucose alert as sg value reached the alert limit of 56 mg/dl. Patient did not seek any medical attention or needed to take any actions.

Manufacturer narrative:
The investigation was performed on user synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on investigation analysis, the sensor glucose (sg) value was 61 mg/dl at 8.59 am and blood glucose (bg) value was 98 mg/dl at 9.01am on (B)(6) 2024. An overall review of the user synced glucose data did not reveal or suggest any deviation in the system performance. The data showed that the system was working within expectations. Overall, bg values entered as calibrations fit sg trends well, with occasional differences due to lag, and calibrations entered during periods of rapid change in glucose. The customer was recommended to continue using the system, calibrating when glucose is stable, if possible. Sensor readings closely matched calibrations during the two weeks following the reported event. The user is currently using the system with up to date glucose information. No further investigation was found necessary for this complaint. B4.date of this report 10 may 2024. G3.date received by the manufacturer? 07 may 2024. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.